Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). Based on the provided calibration data, the last calibration took place on (B)(6) 2023. Quality controls were acceptable. The customer confirmed they use 13 mm. Diameter tubes. It was observed that some racks did not have adapters required for 13 mm. Diameter tubes. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tshr on a cobas 6000 e601 module. The sample initially resulted in an anti-tshr value of < 0.800 iu/l with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of 6.37 iu/l.

Manufacturer narrative:
It was determined that the sample volume was relatively small. No instrument issues were observed. Based on the information, a general reagent issue can be excluded. The investigation did not identify a product issue. The issue is consistent with a small sample volume in combination with the use of 13 mm. Sample tubes without rack adapters required for 13 mm. Diameter tubes.